Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation of the device, an error code was found in the ventilator's downloaded error log. The device's blower was recalibrated to address the issues. Air inlet foam filter will be replaced due to preventive maintenance.